Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The peritonitis was manifested by abdominal pain and turbid dialysate. One day after onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. On unreported date(s), the patient was treated with cefamezin (route, dosage, frequency, and duration not reported) and ceftazidime (route, dosage, frequency, and duration not reported) for the peritonitis event. Extraneal, physioneal, and nutrineal therapies were ongoing. Hospitalization was ongoing. The patient was recovered from the peritonitis event. On an unreported date, the patient was retrained on the proper aseptic technique. No additional information is available.